Event description:
It was reported that the event involved a male patient, while in the operating room. The intra-aortic balloon (iab) was inserted via a sheath in the patient's right femoral artery. The patient was moved to the intensive care unit and it was noted that three to four hours later "a lot of blood appeared in the driveline tubing". The md removed the iab immediately. The patient did not require on going intra-aortic balloon pump (iabp) therapy and as a result, another iab was not inserted. There was no reported patient death, injury, or complications. There was a delay/ interruption in iabp therapy because of the event however no harm was caused to the patient. The patient is still admitted tin the hosp and off iabp therapy.

Manufacturer narrative:
(B)(4).